Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the up, down, and ok buttons were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a visual inspection confirms keypad button cover is intact to the base with no evidence of peeling. Testing confirmed that all of the keypad buttons were normally responsive. Contamination was visible underneath all of the button contacts. Unrelated to the keypad issue, the display screen was dim and discolored. Additionally there were cracks at the top of the battery compartment and near the pump case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.